Event description:
It was reported that an ilet user experienced a hyperglycemic event reaching 256 mg/dl, with the cause unclear and additional information to be collected. Symptoms included hyperglycemia. Outcomes included information insufficient to characterize impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.